Manufacturer narrative:
(B) (4).

Event description:
Procedure type: lap chole. According to the reporter: the balloon at the tip of the trocar burst during inflation. Applied another device (trocar). There was no report of patient injury, unanticipated blood/tissue loss, no components disengaged, or extended operating room time. No patient injury was reported.